Event description:
Reporter alleged obtaining a blood glucose result of between 180 - in the 200s mg/dl on the aviva system at 9 am. Reporter stated, she skipped her normal dose of 20 units of rapid insulin and was experiencing hypoglycemic symptoms. Reporter indicated as the hypoglycemic symptoms worsened within 20 minutes after the original result, her glucose measured 29 g/dl on the same system. It was stated a relative arrived at that time and reporter began to have a seizure so the relative called 911. It was stated the emergency medical technicians (emts) gave the reporter a glucose IV before transporting her to the hospital where she was kept in the intensive care unit (ICU) for 24 hours. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.